Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from the authorized service provider (asp) on the v60 indicating that while performing preventative maintenance, it was observed that there was misalignment in the touch position. Calibrating the touchscreen did not resolve the touchscreen problem. The asp replaced the touchscreen to repair the device. The device then passed the required performance verification tests per philips standards and was returned to service. There was no patient involvement at the time the issue was discovered. There was no patient or user harmed.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). The pil technician installed the touchscreen to a pi ventilator to duplicate the reported issue. Visual inspection of the touchscreen revealed no evidence of damage or contamination. The touchscreen was tested, and the pil technician verified that the touch screen passes all flex cable resistance verification testing. In addition, the pil tech also verified that the touchscreen passes all resistance ratio testing as well. Due to the flex cable resistance verification testing and resistance ratio testing are factors that verify a functional and good working touch screen, this investigation has resulted to a no problem found.